Event description:
Patient reports a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening extended on the posterior and white and brown particles on the shell. Weight measurement identified device was underweight. A microscopic analysis was performed which identified one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp opening on the posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports a left side rupture. Device has been explanted.